Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device is expected for analysis but has not been received. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device could not be interrogated. The device case was opened and an external power supply was connected to the device to monitor the electrical current. During the monitoring process a high current condition was observed. Electrical testing and examination with the photon emission microscope were then conducted, which isolated the high current to an anomaly in the mixed mode integrated circuit. This anomaly was due to electrical overstress. Additionally, damage to the internal high voltage fuse was observed. This type of damage is consistent with the device attempting to deliver a shock into a low-resistance path (e.g., a shorted lead condition). The details and status of the right ventricular (rv) defibrillation lead were not provided; however, as the new device was a crt-p it is likely the chronic rv lead was explanted or abandoned in favor of an rv pacing lead. The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare <<eri/eol>> because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated with two different programmers, and no tones were generated when a magnet was applied. Technical services recommended device replacement as it was not possible to confirm the device was functional. The device was explanted and replaced with a non-boston scientific crt-p five days later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
(B)(4). The device is expected for analysis but has not been received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated with two different programmers, and no tones were generated when a magnet was applied. Technical services recommended device replacement as it was not possible to confirm the device was functional. The device was explanted and replaced five days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.